Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The initial grasp with the xtw mitraclip was good, but there was no mr reduction. The clip was relocated laterally, but then the anterior gripper failed to lower. Troubleshooting was attempted by cycling through the grippers multiple times. The clip was moved back medially and the grippers were reset, but the issue persisted. The clip was removed from the anatomy and a replacement was used to complete the procedure, reducing mr to a grade of 2. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported gripper issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and return device analysis, a cause of the reported gripper issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.